Event description:
It was reported that the device reached elective replacement indicator (eri) after being implanted for less than four years. It was noted that the left ventricular threshold has been high (6 volts at 0.5 milliseconds) since implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.